Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for sodium (na), potassium (k) and chloride (cl) on a cobas 8000 ise module. The initial results were reported outside of the laboratory. Upon repeat testing on another module, the corrected results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer mentioned that immediately prior to the discrepant results a sample aspiration error had occurred. The customer was also receiving ise noise and voltage error alarms. The field service engineer (fse) performed top side cleaning. The ise check was ok afterwards. Calibration and qc passed.